Event description:
A male underwent initial aaa repair in 2006. The physician placed one main body and two iliac leg grafts as well as one main body extension. Then in 2008, in another state, a different physician placed a renu cuff. Pt outcome is unk at this time.

Manufacturer narrative:
The device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure, no product was received to assist in this investigation. Without images or planning and sizing info, we are unable to determine with certainty the exact reason for the endoleak.